Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the scrub tech put reload in, closed the instrument handle and handed off to surgeon. The surgeon inserted the instrument through the trocar and could not open the instrument¿s jaws. The procedure was completed with a like device with no patient consequences reported.